Event description:
It was that during a laparoscopic gastric bypass, while closing the enterotomies very few staples were "b" formed. Opened a blue reload and it worked fine. There is no pt consequence.